Event description:
Related manufacturing report: 2017865-2025-15405. It was reported patient presented in clinic for follow-up. Upon interrogation, it was reported that the right ventricular (rv) lead exhibited high pacing impedance. It was also previously noted that the rv lead exhibited unspecified anomalies in impedance, threshold, and r wave amplitude, due to lead dislodgement, which was confirmed by chest x-ray. The rv lead was repositioned previously on (B)(6) 2025. During rv lead revision, it was found that the implantable cardioverter defibrillator (ICD) setscrew was unable to be tightened. Upon fluoroscopy imaging, it was discovered that the rv lead was protruded from the ICD connector, and the setscrew was further damaged. The high pacing impedance was alleged to be an ICD issue, since it was resolved by explanting and replacing the ICD. The rv lead remains implanted. There were no patient consequences.

Event description:
Additional information received indicated that the right ventricular lead exhibited high pacing impedance and high capture threshold.